Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4) the packing was not returned for evaluation.

Event description:
It was reported that after treatment for a severely deviated nasal septum with hypertrophic inferior turbinates and bilateral chronic rhinosinusitis, trimmed merocel laminated 2000 packing was used. At the 5-day post-op visit, it was noted that on the right side, the merocel pack could not be visualized, and when the doctor pulled on the string to remove it, the string pulled off. The packing could not be removed. The doctor prescribed saline irrigations four times daily. Seven days later, the patient returned for follow-up, and the doctor used a rigid scope to examine the patient's nose. On the right side, the packing was still not visible, and the doctor suctioned the middle meatal. The patient was instructed to continue saline irrigations and return the following day to have the packing surgically removed. There were no reported complications with the second procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.